Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. During fluid path testing, a leak was observed due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. A leak test was performed where the soft cannula was occluded below the damage, ratchet gear rotated, and fluid path was inspected. No other damages or leakages were observed. It could not be determined if the observed damage contributed to the reported event. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios, omnipod software app version: 1.1.6, smartphone operating system: 18.2, smartphone hardware: iphone14.8, cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reports the pod was leaking during wear. As treatment, the patient administered manual insulin.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. During fluid path testing, a leak was observed due to a tear in the exposed portion of the soft cannula. The timing and cause of this damage is unknown. A leak test was performed where the soft cannula was occluded below the damage, ratchet gear rotated, and fluid path was inspected. No other damages or leakages were observed. It could not be determined if the observed damage contributed to the reported event.